Event description:
It was reported that a revision surgery was peformed. It is not clear for the reason of the revision; however the surgeon asked about the amount of wear on the implants.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted the following: wear analysis of the tibial component revealed a maximal linear deformation of about .987 mm on the lateral side. Considering the time of function of the implant this equals an annual wear rate of about .01 mm. Deformation and wear analysis performed in the frame of scientific studies show a large variance of findings, i.e. Depending on the size of the contact areas or the specific material properties of the respective bearings. A direct comparison between published data and the values assessed in the performed analysis is therefore not possible. The misalignment of the axis of the femoral component can be attributed to the reported breaching of the lateral femoral condyle. Since a heavy osteoporosis was diagnosed it can be assumed that in the respective area the bone had degenerated which facilitated defects on the bone. Considering the amount of bone residuals on the femoral and tibial components and the time of implantation of more than nine years , an existing osteointegration at the time of revision and stable implant position during the implantation time can be assumed. The unilaterally increased deformation of the tibial insert can be attributed to the reported valgization of the left leg. Our investigation concludes that the specific cause of the stated failure was due to the breaching of the osteoporotic lateral femoral condyle which led to an axial misalignment of the femoral component and subsequently to valgization and unilaterally increased deformation of the tibial insert.